Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 20971899.

Event description:
It was reported that the patient claimed that he was forced to have a trial procedure. The patient claimed his lumbar was punctured and was injured by burning holes in his back. The patient claimed that he was not treated by the physician.